Event description:
Pt implanted in upper and lower vermilion borders 1998. Onset of laceration and infection 1998. Site sutured 1998. Pt treated with bactroban and augmentin 12/15/1998. Implant explanted 1998.